Manufacturer narrative:
(B)(4). UDI number-the unique device identifier (UDI) could not be determined as the part and lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose device after an unspecified procedure. Hemostasis was achieved with the starclose clip. The patient reported back pain and feeling tired after the procedure. The patient was referred to a vascular surgeon. Computerized axial tomography scan and ultrasound were performed that identified complete occlusion in the common femoral artery. Surgery was performed and a dissection was identified from the common femoral artery to the aorta. The dissection was treated during the surgery. The patient still had pain after the procedure. Since then the patient has had 43 additional surgeries for occlusion, including two surgeries for femoral to femoral bypass and multiple surgeries for blood clots in the bypass area of the right leg. Double aorta-femoral vascular grafts and double popliteal- femoral grafts were performed. No problems occurred for six years following the vascular grafts. Two weeks ago the patient had a blood clot in the area of the graft from aorta to groin that was treated medically to dissolve the clot. The patient currently has swelling in the area. The patient stated that her doctor told her that her arteries were too small for use of the starclose device. No additional information was provided.